Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image was consistent with the alleged complaint: the yaw pulley was damaged.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, maryland bipolar forceps (mbf) yaw pulley was broken. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no detached/broken off/missing pieces upon visual inspection. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. X-ray inspection was performed after the procedure.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated by the failure analysis team. The instrument was found to have localized melting near the grip base. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.